Manufacturer narrative:
The investigation into the impella pump stop is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical team had a younger patient with underlying condition of muscular dystrophy and coronary artery disease supported by an imeplla cp. The patient was transferred and care escalated from the femorally accessed cp to the axillary impella 5.5. The 5.5 supported for 5 days when it stopped and could not be troubleshot by aic replacement. The 5.5 was replaced.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The product was returned and the pump analysis was completed on the benchtop. The analysis revealed blood ingress into the pump, via a hole created from improper use, by medical staff. The failure mode will be monitored and trended.